Event description:
It was reported that the pulse generator was at elective replacement indicator (eri). The measured battery data was at 2.28 v, 71.8 ppm measured rate, 375 ua, less than 1 kohms. The device was operating in ddd mode. The device was programmed to vvi and aai and the measured data remained the same. Then it was programmed to 3v in both chambers and remeasured and still the same. Due to an abnormally high current drain and eri the device would be explanted.

Manufacturer narrative:
High current drain.

Manufacturer narrative:
Final analysis found the pulse generator to exhibit no output and no telemetry. Battery depletion also occurred due to a high current drain which was caused by the reversed placement of a capacitor. After placing the capacitor correctly, normal function ensued.